Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a heart rate of 30 beats per minute (bpm). Technical services (ts) was contacted and reviewed the information available. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.